Event description:
It was reported that the ambicor penile prosthesis (app) is going to be revised on a future date due to unspecified reasons. It was further reported the surgery is expected to occur on (B)(6) 2019. It was also further reported that the device will be revised due to a malfunction. The cylinder is torn. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted. Additional information received states the app device was explanted due to a malfunction.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed. The reported allegation of malfunction with torn cylinder was confirmed via product analysis of the cylinders. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the ambicor penile prosthesis (app) is going to be revised on a future date due to unspecified reasons. It was further reported the surgery is expected to occur on (B)(6) 2019. It was also further reported that the device will be revised due to a malfunction. The cylinder is torn. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted. Additional information received states the app device was explanted due to a malfunction.

Event description:
It was reported that the ambicor penile prosthesis (app) is going to be revised on a future date due to unspecified reasons. It was further reported the surgery is expected to occur on (B)(6) 2019. It was also further reported that the device will be revised due to a malfunction. The cylinder is torn. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.